Event description:
Additional information: it was later reported, the catheter granuloma was at t11-t12. Onset of event was noted as (B)(6) 2012. The patient lost the use of her legs and was currently undergoing home bound pt (physical therapy). It was indicated that they planned to check why they found the granuloma. There was no surgical intervention as of yet, in works of removing. The pump delivered morphine, clonidine, sufentanil, and dilaudid.

Manufacturer narrative:
Catheter: model # 8709, lot # n067084035, implanted on: (B)(6) 2006, explanted on: unknown. 8590-1 dacron pouch, lot # n0053228, implanted: (B)(6) 2006, explanted: unknown. (B)(4).

Event description:
It was later reported that the patient now had increased pain scores. The pump remained in the patient, but the entire catheter was removed in (B)(6) 2013. Upon removal, significant calcification was noted as well as the inflammatory mass. There was no mention of catheter occlusion. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Event description:
It was reported that the patient experienced an inflammatory mass. The pump delivered morphine 45mg/ml at 30mg/day. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).